Event description:
Patient used first lens from avaira toric six-pack and wore the lens all day, slept in the lens and worked until mid day the following day. Patient tried to remove the lens but couldn't, and used some lubricating drops. Patient mentioned the air conditioning is on high and it is cold in the office so the lens tends to dry out. Patient went home and used more lubricating drops and tried to remove the lens. Patients eye was really hurting so the patient went to (B)(6) for an emergency appointment. Patient was given zymaxid and a bandage lens. Patient claims to have pulled several layers off of the cornea when removing the contact lens. Patient temporarily discontinued use of contact lens wear. A few weeks later, the patient returned to contact lens wear and states that again, layers of the cornea were removed when taking the avaira toric lens out of the eye. Patient was given antibiotics and has permanently discontinued contact lens wear. As of (B)(6) 2011, patients cornea was healed.

Manufacturer narrative:
Event was initially reported by a call from the patient directly to coopervision. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the patient's complaint. No conclusion can be drawn. Should further information be provided that could change this conclusion, an update to this report will be provided within one month of receipt of the additional information.